Event description:
It has been reported to philips that the wireless footswitch intermittently lost connection. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. According to the information collected, the wireless footswitch lost its connection. This problem was discovered outside of clinical use. The philips service engineer replaced the base station and reconnected the wireless footswitch which solved the problem. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation.